Manufacturer narrative:
On 9/30/2019, a manufacturing record evaluation was performed for the finished device 7339726 number, and no non-conformances related to the reported complaint condition were identified. On 10/8/2019, it was discovered that the awareness date of the 3500a initial report was reported incorrectly. The actual awareness date was 4/17/2019. The due date for the report was 5/17/2019 . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/18/2019 , the mentor failure analysis lab has received the device for evaluation. Concomitant medical products: serial number (B)(4); catalog number 3504001bc , lot number 7339726. Reason for device explant and/or reoperation: capsular contracture and rupture. On (B)(6) 2019 , during analysis of the sample a tear was noted in the posterior and extending to the anterior view, measuring approximately 5.0 cm. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number ip-00471956 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation primary with mentor memorygel breast implant 400cc . The patient experienced capsular contracture baker grade iii on the left breast implant. As a result, the patient hadremoval and replacement with mentor memorygel breast implant 475cc on (B)(6) 2019. After explantation surgery, it was discovered that the removed device had ruptured. This report contains supplemental information for mentor psr reference number ip-00471956.